Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs; the device was not charging while on charging pad. The cause is likely due to a power circuit mainboard issue. The mainboard will need to be replaced.

Event description:
It was reported that an ilet device failed to charge despite attempts with multiple chargers, with the charger indicator light remaining solid, and a replacement was determined to be needed. Symptoms included no reported clinical effects. Outcomes included replacement planning and instruction to maintain backup therapy due to uncertain device functionality. Investigation included troubleshooting and education, including guidance to sync data to the mobile app, shut down the device, and return the device for evaluation. Investigation of this case revealed a power issue consistent with very low battery or battery depletion leading to failure to charge. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction related to the power subsystem.